Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2022 based on available information.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. Replacement with a 400cc mentor memorygel breast implant was performed with explant. The mentor failure analysis lab received the device for evaluation on may 11, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture section d 6b. Date of explantation: 29-apr-2022 on (B)(6) 2022, mentor received additional information regarding the patient¿s symptoms. Ultrasound performed on 21-dec-2021 indicated that a minimal quantity of fluid was observed in the periphery of the right-sided implant. However, the amount was insufficient to aspirate, and the patient did not experience any symptoms associated with the fluid. No treatment was performed. H.6. No clinical signs, symptoms or conditions (e2403) : implant site fluid collection manufacturer's reference number: (B)(4).